Event description:
The galaxy coil (640cf0306/15867037) was stretched during inserting into the right internal carotid artery aneurysm. The aneurysm was saccular and measured 3.5 mm in diameter. An excelsior sl-10 microcatheter(details unknown) was used in the procedure. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. Prior to this coil no other coils went through the same microcatheter without resistance. It is unknown whether there were any kinks in the microcatheter that could have contributed to the event. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. There was no adverse outcome to the patient as a result of the event. The coil was still attached to the delivery system when removed from the patient.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit galaxy complex fill coil 3 x 6 system was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found unzipped and an elongation condition was noted on it as well as the zipper and the blue stopper was found out of position. The support coil and gripper were found without damage while the embolic coil was found stretched. The introducer, gripper and embolic coil were inspected under microscope and the following were found; the introducer was found elongated, the zipper and the blue stopper were found out of position, the blue stopper shows the uv curable adhesive on it. The gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. The reported stretching of the coil was confirmed with analysis of the returned device. The condition of the returned device appears to have been caused by application of excessive force; however, the root cause cannot be conclusively determined. It appears that procedural factors related to the repositioning likely contributed to the event. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. With review of the available information, the returned device and the device history records there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent this type of failures leaving from the facility. Therefore, no corrective actions will be taken.